Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that drug leaked from the bd¿ prn adapter after use. The following information was provided by the initial reporter, translated from japanese to english: "drug leaked after used. Hcp removed the device together with the catheter."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Due to current practices being implemented by chinese customs used medical device cannot be submitted to the manufacturing facility for functional testing. Photographs of the devices were submitted; our evaluation of the photographs found the device to be free of any defect, deformities, or other non conformances. Without the ability to test the affected unit our quality engineers were unable to determine the root cause for this complaint. CAPA#1474444 was initiated. H3 other text : see h.10.

Event description:
It was reported that drug leaked from the bd¿ prn adapter after use. The following information was provided by the initial reporter, translated from japanese to english: "drug leaked after used. Hcp removed the device together with the catheter."